Event description:
It was reported that a user on the second day of ilet pump use experienced hypoglycemia with the cause unclear. Symptoms included hypoglycemia with a documented blood glucose of 48 mg/dl accompanied by confusion/ disorientation and shaking/tremors. Outcomes included recovery after self-treatment. The user treated the event with oral carbohydrates (small bag of m&m¿s) and received troubleshooting and education on low glucose management. Investigation included a review of user-reported event details and provision of educational guidance. Investigation of this case revealed no device malfunction reported and that the event resolved after carbohydrate intake. It was concluded that the event was consistent with hypoglycemia of unclear cause with user education provided; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.